Manufacturer narrative:
(B)(4). The device was manufactured between january 27, 2014 ¿ january 29, 2014. Evaluation summary: visual inspection of the device noted particles between 0.05 and 0.40 mm in size floating inside the fluid of the bladder. Fourier transform infrared (ftir) spectroscopy identified that the particulate matter was polyester material. The cause was determined to be related to the storage and handling of the stress member subassemblies. A process audit is being performed in order to identify improvement opportunities in the storage and handling of the stress member subassemblies. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particles were identified inside of the bladder of a small volume intermate. This was noticed during filling. There was no patient involvement. No additional information is available. This is report 6 of 11.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.